Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Lot number - requested, but unknown. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the patient developed a pseudoaneurysm after the angio-seal device used .the patient had a left heart catheterization (lhc) done. The pseudoaneurysm was noticed a couple days later by an emergency doctor (ed) and went to surgery to drain the blood by a vascular surgeon. This patient recently passed away, weeks later.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.